Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history of the device and confirmed no irregularity. Since the device was not returned, the exact cause could not be conclusively determined, but there was a possibility of failure of ccd and circuit board. The instruction manual of the device states the corresponding method in case of an abnormality.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that when the user performed operated the angulation function of the device, endoscopic image disappeared. Other detailed information was not provided. There was no report of patient injury associated with the event.